Event description:
The facility reported a fail code 570. Info was not provided regarding whether or not the failure occurred during an infusion. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No additional info is known.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow up report will be filed upon completion of an evaluation or if any additional info becomes available.